Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope exhibited foreign material on the device camera cover and on the rubber bending sheath. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause on the observed foreign material on the device camera cover and on the rubber bending section sheath could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.